Event description:
The facility reported an infusion pump with failure code 403. Information was not provided regarding whether or not the failure occurred during an infusion. The hospital representative stated that there have been no reports of any patient injury or medical intervention. No additional information is known.

Manufacturer narrative:
Evaluation summary: the reported condition of failure code 403 was confirmed in the event history by the baxter repair technician. Inspection of the device revealed the failure was caused by a defective uim pcb (user interface mechanism printed circuit board), which was replaced. The device was tested by the repair technician. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated.